Event description:
It was reported that the patient is deceased and died approximately 7 years after implant of the implantable pulse generator (ipg) system. It was also reported that the patient's daughter alleges that the ipg system contributed to the patient's death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).